Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom of the remote monitor base was very hot and the patient's finger would have been burned if it was touched. The patient unplugged the monitor but after plugging it in again the monitor was hot after a couple hours and even the reader was warm. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.